Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing insulin did not advance properly and that no drops were seen at the end of the tubing. There was no reported impact to the customer's blood glucose level. Reportedly, the customer threw the cartridge away.